Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was not working well and sometimes did not delivered bolus to him. The customer¿s blood glucose level was 128 mg/dl. The customer stated that the insulin pump received insulin flow block alarm. Customer reported that sometimes his blood glucose was 91 mg/dl and insulin pump suspended the basal. Customer stated that sometimes the sensor glucose was 68 mg/dl and basal had not suspended at that time. The customer mentioned loss communication between sensor and insulin pump. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will not be returned for analysis.